Manufacturer narrative:
The t:slim x2 user guide states: t:slim x2 pump is watertight to a depth of 3 feet for up to 30 minutes (ipx7 rating), but it is not waterproof. Your pump should not be worn while swimming, scuba diving, surfing, or during any other activities that could submerge the pump for an extended period of time. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer went swimming with the pump and an undefined malfunction occurred. Customer's blood glucose level was 168 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy. After charging the pump for one hour, the malfunction alarm was cleared and insulin delivery was able to be resumed.